Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted (283 mg/dl). The customer's mother administered a manual injection. However, this is a normal process for the customer, as due to the customer's age, the customer does not administer their own manual injections.

Manufacturer narrative:
.